Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing hyperglycemia and hypoglycemia. Customer¿s blood glucose readings were over 500 mg/dl and 52 mg/dl. Customer was treated with bolus for high blood glucose and with orange juice for low blood glucose. The customer declined troubleshooting for high blood glucose and low blood glucose. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.